Manufacturer narrative:
An RMA has been issued requesting to have the large hem-o-lok clip applier instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument responded very badly with movement. It swung from side to side. As if it was running out of lives, but this was not the case. It still had 3 clip lives. The procedure was completed and there was no patient injury reported. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred during the operation. There was no harm to the patient and no fragment fell into the patient. The procedure was completed with a replacement instrument and the issue resulted in a delay of approximately 4 minutes. The issue occurred with the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and the issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument responded very badly with movement. It swung from left to right. As if it had run out of lives, but this was not the case. It still had 3 clip lives. There was no shakiness and/or friction experienced/observed and there were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was continuously so the site grabbed a new instrument. The device was not inspected prior to use. The site did not do that by default. No photographic images of the device(s) or a video recording of the procedure were available for isi review. The issue occurred approximately in the middle of the procedure. The unexpected motion occurred when attempting to place a clip around a vessel/tissue and the unexpected motion did not occur during clip closure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with the complaint and completed the failure analysis investigation. The instrument was analyzed, and failure analysis was not able to reproduce or confirm the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have hairline cracks on the grip input shaft.